Manufacturer narrative:
Product event summary: the 2af283 balloon catheter of lot number 22917 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments. External visual inspection of the balloon segment showed a double-balloon rupture. Both inner and outer balloons were completely separated (complete separation of the balloon material). Visual inspection of the shaft segment showed a shaft pinched approximately 4.6, 8 and 8.5 inches from the tip. The catheter smart chip data was reviewed. Data indicated the catheter was used for 9 applications. However, the catheter usage date recorded on the smart chip 2025-07-09 did not correspond to the event date. Unable to do the performance test with the console, the catheter was defective. In conclusion, excessive damage was observed on the returned device. Due to the condition of the returned device, inspection and testing could not be performed. No inspection and test results are available for investigational purposes. The catheter failed the return product inspection due to double balloon rupture observed and shaft was observed to be damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter 2af283 arctic front adv ous 28mm, after cryoablation of the right lower lung, the balloon cryoablation catheter failed to inflate properly and the machine displayed error code 50032, indicating that the safety system detected a compromised outer vacuum. The balloon cryoablation catheter vacuum system was compromised. Troubleshooting steps included plugging and unplugging the electric wire and gas wire, replacing the electric wire, and restarting the machine, but the error persisted. Upon replacing the balloon cryoablation catheter, it was discovered that part of the balloon was ruptured. The balloon cryoablation catheter was replaced to resolve the issue and the procedure continued. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.